Event description:
The customer reported that the dose rate and kv were far too high when using the functional for mag1 and mag2. The hospital was comparing the measurement protocols of other manufactures of c-arms.

Manufacturer narrative:
(B) (4).